Event description:
It was reported that the wireless recharger (wr) battery lights are going up and down - like 1 2 3, 1 2 3 continuously. The patient tried to reset wr by holding the power button down for 60 seconds but it did not resolve the issue. The rep provided an update that the patient was not able to reset the device. No patient symptoms were reported. Additional information received the healthcare provider (hcp), via the manufacturer¿s representative (rep), reported the cause of the wr battery light blinking wasn¿t determined. The rep held the button on the docket and outside the docket for 60 seconds 4 times, but the issue wasn¿t resolved, so a replacement was sent.

Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6): this report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.